Manufacturer narrative:
The asset video processor was returned to the service center (B)(4). The evaluation found the video processor did not produce an image. Additionally, the printer circuit board was failed. The exact cause of the reported no image condition cannot be determined at this time as the investigation is ongoing. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
During inspection of a returned asset, the service group (obl) was informed that the visera pro video system center was not presenting any image. There was on patient harm or injury reported.

Manufacturer narrative:
This supplemental is being submitted to provide additional information provided by the customer. This event is currently under investigation. A supplemental report will be submitted when additional information becomes available.

Event description:
Additional information was provided by the customer on 26nov2020. The customer confirmed the event occurred during maintenance and there was no patient injury. It was reported that the device was inspected and no anomalies were observed. The following details were also reported by the customer: the device was not dropped and it did not come in contact with a hard surface or experience a deep impact. There was no cable damage observed. There electrical contacts were not found to be wet or dirty. The settings were checked and found to be correct. The connections were checked and were round to be secured and locked into place. There were no error messages, alarms or alerts tones associated with this event. The device had rebooted during the event.

Manufacturer narrative:
This supplemental report was submitted to provide additional information from the original equipment manufacturer (OEM) for MDR# 8010047-2020-08300. The original equipment manufacturer (OEM) performed the device history records for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The investigation was completed by the OEM and determined that there is no manufacturing, material or processing related cause for this failure mode. Since it has been more than 8 years since the subject product was manufactured, the OEM determined that the parts on the board deteriorated over time due to repeated use for a long period and the boards (the controller and integration boards) failed. Although it is unknown which boards failed during service/repair, it is likely the cpu board (controller) and the video board + the video element board (integration) because there was no image displayed. Olympus will continue to monitor complaints for this device.